Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 12/28/2015, the reported contacted animas alleging the patient's blood glucose on an unspecified date was between 300 and 399 mg/dl with vomiting, nausea, and symptoms of dehydration. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. A loss of prime issue was reported, and that the issue had occurred with more than one cartridge from the same box. This complaint is being reported because the reported health event was attributed to an alleged cartridge malfunction.